Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high. Reportedly, customer performed a supply change. The customer declined to perform further troubleshooting. No additional patient or event information was available.